Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the health care professional (hcp) feels that the cause of the stimulator not relieving pain was due to the patient not using it as needed/ prescribed. No patient symptoms or complications were reported in this event. Information confirmed by physician/ account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt that their stimulator wasn't relieving their pain as expected. The patient was reprogrammed. This didn't resolve the issue and the stimulator was explanted and the issue was then resolved. No further complications reported.